Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. The root cause of this event cannot be conclusively determined with the available information. Patient related factors likely contributed to this event. There has been no allegation of a product malfunction or deficiency. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic mitral valve, implanted for six (6) days, was explanted due to thrombus. The explanted device was replaced with another edwards valve. Per medical records received, this case involved a (B)(6) year-old female with a history of mechanical mvr, atrial flutter s/p ablation, ppm, cardioversion, rheumatic mitral stenosis, bacterial endocarditis, chronic diastolic heart dysfunction, hemorrhagic strokes, etoh, obstructive sleep apnea, hypothyroid, former smoker, hld, seizures and hypertension. Four years prior to this event, a mechanical mitral valve was implanted and there were complications due to warfarin resulting in multiple hemorrhagic strokes after her initial surgery and need to stop the therapy four times. It was recommended to replace her mechanical mitral valve with a bovine prosthetic valve. She was prepared for surgery by being treated with heparin in order to reverse warfarin prior to the re-operative surgery. She underwent the elective mitral valve replacement. Intraoperatively, the ¿patient had clot all over, particularly at the pivot points of her¿ mechanical valve. It appeared to be chronic and subacute and was sent for culture and there was no sign of active infection. The mechanical valve was explanted and replaced with the subject device which was seated and sutured into place. She was weaned from cpb. The valve was noted to be well-seated, no pvl, and functioning appropriately with good biventricular function. She also underwent septal and annulus repair with bovine pericardium due to an injury obtained during valve explant. She was given blood products to ensure hemostasis and the chest was closed. She was initially extubated but developed respiratory failure and had to be re-intubated. Echocardiogram demonstrated slightly lower biventricular function. She was taken back to the or for possible ECMO placement on pod #1. Intraoperative tee demonstrated aortic insufficiency consistent with a non-coronary cusp injury so a decision was made for an aortic valve replacement. A valve suture was found through the non-coronary cusp of the aortic valve and the surgeon felt that it may have caused a tear once the heart had filled. Aortic valve replacement was performed. Echo confirmed that both the aortic and mitral valves were functioning appropriately. It was also noted that there was some right ventricular failure, so she was placed on ECMO for support. She was transferred to ICU in critical condition. Five days later, she developed a left ventricular thrombus, left atrial thrombus and left ventricular systolic heart failure. She underwent a re-replacement of the mitral and aortic valves and thrombectomy. Intraoperatively, both valves were covered in thrombus. It was noted that the procedure went well. She was weaned from cpb but still had some lateral wall stunning and need for inotropes, so ECMO was reconnected. As soon as protamine was administered, thrombi began to form despite being anticoagulated. Hit testing was performed. She was transferred to ICU. The husband was called and the situation was explained to him along with the grave prognosis for survival.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection.